Manufacturer narrative:
Batch review performed on 23-sep-2020: lot 1905380: (B)(4) items manufactured and released on 28-aug-2019. Expiration date: 18-aug-2024. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medcal affairs director femoral stem loosening occurred in a young man ((B)(6) year-old). The stem had been placed after a traumatic fracture, treated with cerclage. It's very likely that the fracture did not heal completely or that the healing process compromised stem stability. The healing process can result in bone dimensional changes that may make the stem become undersized for the "new" femur. There is no reason to suspect a faulty device.

Event description:
4 months after the primary surgery, due to periprosthetic fracture which was caused from falling, the patient was revised. The surgeon cabled the fracture and revised the head, stem, and liner. Now, the patient came in reporting pain due to a loose femoral stem 7 months after the first revision surgery. The surgeon revised the stem, head, and liner. The surgery was completed successfully.